Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage advisory alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 13 days of data (15aug2023 ¿ 28aug2023 per the timestamp). The log file captured intermittent low voltage advisory alarms that were not associated with routine battery depletion from 23aug2023 at 21:02:19 to 27aug2023 at 17:08:56 due to the relative state of charge (rsoc) voltage fluctuating, causing the voltage to intermittently drop below the low voltage threshold. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the cause of the low voltage alarms was not determined. It was also noted that the system controller would not be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, backup battery fault, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low voltage advisory alarms on battery power. The batteries were changed out and the alarms continued to occur intermittently. The driveline was noted to be intact with no bends or kinks. The patient was also noted to be asymptomatic at the time of alarms. The log file review captured a short string of odd rsoc voltages while using battery power on (B)(6) 2023 with voltages low enough to trigger low voltage advisory events. These occurred on the black power lead of the controller. It was later communicated that the controller was exchanged on (B)(6) 2023 due to continued low voltage alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.